Event description:
It was reported that the system hard-wired footswitch failed during an exam, and there was no way to acquire images. The hospital did not have a spare footswitch. The pt was transported to a different facility to complete the case. There was no pt injury reported for this event. Error logs indicated that the footswitch was defective. A new footswitch was ordered for same day delivery and was replaced by service. There have been no footswitch issues since the part replacement.

Manufacturer narrative:
The customer has not released the footswitch for evaluation by the factory, as they are performing their own investigation. We were informed that the siemens sales rep for this site was contacted by the customer with an inquiry regarding obtaining an additional footswitch or hand switch as a solution for this issue.